Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a high blood glucose of 519 mg/dl at the time of the incident. The customer treated with a syringe. The customer mentioned symptoms such as nausea, vomiting, and difficulty breathing. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event troubleshooting was not completed as the customer was to call back. The customer reported they ate two sandwiches. The insulin pump will not be returned for analysis.